Event description:
This supplemental report is being filed, to provide additional information that the patient had received an additional inappropriate shock, due to oversensing of signal amplitudes with associated muscle noise. Technical services had discussed reprograming the system to primary sensing vector. The system remains in service at this time. No adverse events.

Manufacturer narrative:
This product has not been returned to boston scientific. And as a result, laboratory analysis could not be conducted. The associated investigation determined, that this device detected noise signals in two sensing vectors, that could possibly be related to device seal plug noise seen, during initial implant.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device detected noise signals in two sensing vectors that could possibly be related to device seal plug noise seen during initial implant.

Event description:
It was reported that this patient received an inappropriate shock due to t-wave oversensing. The patient was brought into the clinic and system evaluation was performed. The system was subsequently left in secondary sensing vector with smart pass turned on. No adverse events were reported.